Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), tooth disorder ("dental problems"), nausea ("nausea"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal pain lower ("cramping"), menorrhagia ("abnormal and excessive bleeding during menstruation"), dyspareunia ("painful intercourse"), pruritus ("itching") and rash ("rashes"). The patient was treated with surgery (surgical removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, tooth disorder, nausea, alopecia, fatigue, abdominal pain lower, menorrhagia, dyspareunia, pruritus and rash outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, pruritus, rash, tooth disorder and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\pelvic pain'), cholecystectomy ('surgery (other) ¿ gallbladder removed and duct blocked'), intra-abdominal haemorrhage ('abdomen bleeding'), bile duct obstruction ('surgery (other) ¿ gallbladder removed and duct blocked'), genital haemorrhage ('abnormal bleeding(general)\excessive bleeding') and tooth fracture ('dental problems-teeth crumbling and falling out, all fillings have fallen out') in an adult female patient who had essure (batch no. 664592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included dizziness, fainting, panic attacks, muscle weakness upper limb, neck pain, muscle spasm and menses irregular. Concomitant products included alprazolam from (B)(6) 2017 to (B)(6) 2017, ambroxol acefyllinate (brace) since (B)(6) 2015, azithromycin from (B)(6) 2016 to (B)(6) 2016, citalopram hydrobromide from (B)(6) 2016 to (B)(6) 2017, clonazepam from (B)(6) 2012 to (B)(6) 2015, cyclobenzaprine hydrochloride (cyclobenzaprine hcl) from (B)(6) 2017 to (B)(6) 2018, doxepin hydrochloride (doxepin hcl) from (B)(6) 2014 to (B)(6) 2015, escitalopram oxalate from (B)(6) 2015 to (B)(6) 2016, ferrous gluconate from (B)(6) 2017 to (B)(6) 2018, fluoxetine from (B)(6) 2017 to (B)(6) 2018, gabapentin from (B)(6) 2017 to (B)(6) 2018, hydrochlorothiazide from (B)(6) 2012 to (B)(6) 2012, hydroxyzine hydrochloride (hydroxizine) from (B)(6) 2017 to (B)(6) 2018, hydroxyzine from (B)(6) 2016 to (B)(6) 2017, ondansetron hydrochloride (ondansetron hcl) in 2008, prazosin hydrochloride (prazosin hcl) from (B)(6) 2015 to (B)(6) 2016, promethazine from (B)(6) 2016 to (B)(6) 2016, sertraline hydrochloride (sertraline hcl) from (B)(6) 2013 to (B)(6) 2014, sumatriptan succinate (imitrex) from (B)(6) 2012 to (B)(6) 2012, sumatriptan succinate from (B)(6) 2016 to (B)(6) 2017, trazodone hydrochloride (trazodone hcl) from (B)(6) 2016 to (B)(6) 2017, venlafaxine from (B)(6) 2014 to (B)(6) 2015, verapamil hydrochloride (verapamil hcl) from (B)(6) 2016 to (B)(6) 2017 and verapamil (B)(6) 2017 to (B)(6) 2018. In 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse dyspareunia(painful sexual intercourse)"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rashes or skin conditions- type rashes-nose, eyebrows, scalp, elbows"), urinary tract infection ("infection (bladder/urinary tract/vaginal) - recurring uti infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), seborrhoeic dermatitis ("rashes or skin conditions - rashes, seborrheic dermatitis, scarring,skin and feet peeling"), scar ("rashes or skin conditions - rashes, seborrheic dermatitis, scarring,skin and feet peeling"), skin exfoliation ("rashes or skin conditions - rashes, seborrheic dermatitis, scarring,skin and feet peeling"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture (seriousness criterion medically significant), dental restoration failure ("dental problems-teeth crumbling and falling out, all fillings have fallen out"), tooth loss ("dental problems-teeth crumbling and falling out, all fillings have fallen out"), depression ("psychological or psychiatric problems - depression, anxiety,adjustment disorder"), adjustment disorder ("psychological or psychiatric problems - depression, anxiety,adjustment disorder"), anxiety ("psychological or psychiatric problems - depression, anxiety"), feeling abnormal ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), confusional state ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), disturbance in attention ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), impaired reasoning ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and back pain ("back pain"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/loss (specify which one )gain weight 327 lbs ;weight gain") and experienced alopecia ("hair loss"), myopia ("vision /eye problems-type:nearsightedness and astigmatism") and astigmatism ("vision /eye problems-type: nearsightedness and astigmatism"). In (B)(6) 2012, the patient experienced pruritus ("itching"), urinary incontinence ("bladder or urinary problems or changes;urinary incontinence") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ acid reflux and hair loss"). In (B)(6) 2016, the patient was found to have weight decreased ("weight gain/loss (specify which one )loss weight 138 lbs;weight loss"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced intra-abdominal haemorrhage (seriousness criterion medically significant), bile duct obstruction (seriousness criterion medically significant), abdominal pain lower ("cramping"), menorrhagia ("abnormal and excessive bleeding during menstruation\ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), ocular icterus ("my eyes were yellow"), pyrexia ("fever"), constipation ("no bowel movement") and vomiting ("vomiting"). The patient was treated with aloe vera (aloe butter), avena sativa (aveno), avena sativa (oatmeal), cefixime (flexeril), diphenhydramine hydrochloride, esomeprazole, ibuprofen (motrin), miconazole, ondansetron (zofran), paracetamol (tylenol), paracetamol;promethazine hydrochloride (phenargan plus), topiramate, zolpidem tartrate (ambien), surgery (hysterectomy with bilateral salpingectomy, gallbladder removal and surgery to unblock bile duct) and root canal fillings. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, alopecia, menorrhagia, dyspareunia, vaginal haemorrhage, female sexual dysfunction, seborrhoeic dermatitis, scar, skin exfoliation, feeling abnormal, confusional state, disturbance in attention, impaired reasoning, dysmenorrhoea, abdominal pain, vulvovaginal pain, weight decreased and back pain had resolved, the cholecystectomy, intra-abdominal haemorrhage, bile duct obstruction, tooth fracture, dental restoration failure, tooth loss, abdominal pain lower, rash, depression, adjustment disorder, anxiety, urinary incontinence, headache, vaginal discharge, gastrooesophageal reflux disease, myopia, astigmatism, ocular icterus, pyrexia, constipation and vomiting outcome was unknown and the nausea, pruritus, urinary tract infection, migraine, allergy to metals and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, adjustment disorder, allergy to metals, alopecia, anxiety, astigmatism, back pain, bile duct obstruction, cholecystectomy, confusional state, constipation, dental restoration failure, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, impaired reasoning, intra-abdominal haemorrhage, menorrhagia, migraine, myopia, nausea, ocular icterus, pelvic pain, pruritus, pyrexia, rash, scar, seborrhoeic dermatitis, skin exfoliation, tooth fracture, tooth loss, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy: date(s) of insertion: (B)(6) 2011, 2009. Date(s) of removal: (B)(6) 2018, (B)(6) 2017. Concomitant drug includes midrim. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Confirmed essure in place.. Concerning the injuries reported in this case, the following ones were described via social media: ocular icterus, pyrexia, vomiting, constipation, intra-abdominal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\pelvic pain'), tooth fracture ('dental problems-teeth crumbling and falling out, all fillings have fallen out'), cholecystectomy ('surgery (other) ¿ gallbladder removed and duct blocked'), bile duct obstruction ('surgery (other) ¿ gallbladder removed and duct blocked'), genital haemorrhage ('abnormal bleeding(general)\excessive bleeding') and intra-abdominal haemorrhage ('abdomen bleeding') in an adult female patient who had essure (batch no. 664592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included dizziness, fainting, panic attacks, muscle weakness upper limb, neck pain, muscle spasm and menses irregular. Concomitant products included alprazolam from march 2017 to september 2017, ambroxol acefyllinate (brace) since (B)(6) 2015, azithromycin from april 2016 to may 2016, citalopram hydrobromide from september 2016 to september 2017, clonazepam from november 2012 to august 2015, cyclobenzaprine hydrochloride (cyclobenzaprine hcl) from october 2017 to october 2018, doxepin hydrochloride (doxepin hcl) from august 2014 to august 2015, escitalopram oxalate from august 2015 to august 2016, ferrous gluconate from october 2017 to october 2018, fluoxetine from july 2017 to july 2018, gabapentin from march 2017 to march 2018, hydrochlorothiazide from october 2012 to november 2012, hydroxyzine hydrochloride (hydroxizine) from july 2017 to july 2018, hydroxyzine from december 2016 to december 2017, ondansetron hydrochloride (ondansetron hcl) in 2008, prazosin hydrochloride (prazosin hcl) from august 2015 to august 2016, promethazine from september 2016 to october 2016, sertraline hydrochloride (sertraline hcl) from february 2013 to february 2014, sumatriptan succinate (imitrex) from october 2012 to december 2012, sumatriptan succinate from september 2016 to september 2017, trazodone hydrochloride (trazodone hcl) from september 2016 to september 2017, venlafaxine from march 2014 to march 2015, verapamil hydrochloride (verapamil hcl) from september 2016 to september 2017 and verapamil17-mar-2017 to march 2018. In 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse dyspareunia(painful sexual intercourse)"). In (B)(6) 2011, the patient experienced rash ("rashes or skin conditions- type rashes-nose, eyebrows, scalp, elbows"), urinary tract infection ("infection (bladder/urinary tract/vaginal) - recurring uti infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), genital haemorrhage (seriousness criterion medically significant), seborrhoeic dermatitis ("rashes or skin conditions - rashes, seborrheic dermatitis, scarring,skin and feet peeling"), migraine ("migraines"), headache ("headaches"), scar ("rashes or skin conditions - rashes, seborrheic dermatitis, scarring,skin and feet peeling") and skin exfoliation ("rashes or skin conditions - rashes, seborrheic dermatitis, scarring,skin and feet peeling"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture (seriousness criterion medically significant), depression ("psychological or psychiatric problems - depression, anxiety,adjustment disorder"), anxiety ("psychological or psychiatric problems - depression, anxiety"), feeling abnormal ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), confusional state ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), disturbance in attention ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), impaired reasoning ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of fatigue ("fatigue"), tooth loss ("dental problems-teeth crumbling and falling out, all fillings have fallen out"), dental restoration failure ("dental problems-teeth crumbling and falling out, all fillings have fallen out"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), adjustment disorder ("psychological or psychiatric problems - depression, anxiety,adjustment disorder") and back pain ("back pain"). In (B)(6) 2011, the patient was found to have the first episode of weight increased ("weight gain/loss (specify which one )gain weight 327 lbs ;weight gain") and experienced alopecia ("hair loss"), myopia ("vision /eye problems-type:nearsightedness and astigmatism") and astigmatism ("vision /eye problems-type: nearsightedness and astigmatism"). In (B)(6) 2012, the patient experienced pruritus ("itching"), urinary incontinence ("bladder or urinary problems or changes;urinary incontinence") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ acid reflux and hair loss"). In (B)(6) 2016, the patient was found to have weight decreased ("weight gain/loss (specify which one )loss weight 138 lbs;weight loss"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced the second episode of fatigue ("fatigue"), abdominal pain lower ("cramping"), menorrhagia ("abnormal and excessive bleeding during menstruation\ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bile duct obstruction (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), ocular icterus ("my eyes were yellow"), pyrexia ("fever"), constipation ("no bowel movement") and vomiting ("vomiting"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have the second episode of weight increased ("weight gain"). The patient was treated with aloe vera (aloe butter), avena sativa (aveno), avena sativa (oatmeal), cefixime (flexeril), diphenhydramine hydrochloride, esomeprazole, ibuprofen (motrin), miconazole, ondansetron (zofran), paracetamol (tylenol), paracetamol;promethazine hydrochloride (phenargan plus), topiramate, zolpidem tartrate (ambien), surgery (hysterectomy with bilateral salpingectomy, gallbladder removal and surgery to unblock bile duct) and root canal fillings. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, alopecia, menorrhagia, dyspareunia, vaginal haemorrhage, female sexual dysfunction, genital haemorrhage, seborrhoeic dermatitis, feeling abnormal, confusional state, disturbance in attention, impaired reasoning, dysmenorrhoea, abdominal pain, vulvovaginal pain, scar, skin exfoliation, weight decreased and back pain had resolved, the tooth fracture, abdominal pain lower, rash, depression, cholecystectomy, bile duct obstruction, intra-abdominal haemorrhage, anxiety, urinary incontinence, headache, vaginal discharge, the last episode of weight increased, gastrooesophageal reflux disease, tooth loss, dental restoration failure, myopia, astigmatism, adjustment disorder, ocular icterus, pyrexia, constipation and vomiting outcome was unknown and the nausea, the last episode of fatigue, pruritus, urinary tract infection, migraine and allergy to metals was resolving. The reporter considered abdominal pain, abdominal pain lower, adjustment disorder, allergy to metals, alopecia, anxiety, astigmatism, back pain, bile duct obstruction, cholecystectomy, confusional state, constipation, dental restoration failure, depression, disturbance in attention, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, impaired reasoning, intra-abdominal haemorrhage, menorrhagia, migraine, myopia, nausea, ocular icterus, pelvic pain, pruritus, pyrexia, rash, scar, seborrhoeic dermatitis, skin exfoliation, tooth fracture, tooth loss, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal pain, weight decreased, the first episode of fatigue, the first episode of weight increased, the second episode of fatigue and the second episode of weight increased to be related to essure. The reporter commented: discremptency: date(s) of insertion: (B)(6) 2011, 2009. Date(s) of removal: (B)(6) 2018, (B)(6) 2017. Concomitant drug includes midrim. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Confirmed essure in place. Concerning the injuries reported in this case, the following ones were described in social media record : yellow eyes, fever, vomiting, no bowel movement, abdominal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jun-2019: quality-safety evaluation of ptc (product technical complaint). Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\pelvic pain'), tooth fracture ('dental problems-teeth crumbling and falling out, all fillings have fallen out'), cholecystectomy ('surgery (other) ¿ gallbladder removed and duct blocked'), bile duct obstruction ('surgery (other) ¿ gallbladder removed and duct blocked'), genital haemorrhage ('abnormal bleeding(general)\excessive bleeding') and intra-abdominal haemorrhage ('abdomen bleeding') in an adult female patient who had essure (batch no. 664592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included dizziness, fainting, panic attacks, muscle weakness upper limb, neck pain, muscle spasm and menses irregular. Concomitant products included alprazolam from march 2017 to september 2017, ambroxol acefyllinate (brace) since august 2015, azithromycin from april 2016 to may 2016, citalopram hydrobromide from september 2016 to september 2017, clonazepam from november 2012 to august 2015, cyclobenzaprine hydrochloride (cyclobenzaprine hcl) from october 2017 to october 2018, dichloralphenazone;isometheptene mucate;paracetamol (midrin) since 2002, doxepin hydrochloride (doxepin hcl) from august 2014 to august 2015, escitalopram oxalate from august 2015 to august 2016, ferrous gluconate from october 2017 to october 2018, fluoxetine from july 2017 to july 2018, gabapentin from march 2017 to march 2018, hydrochlorothiazide from october 2012 to november 2012, hydroxyzine hydrochloride (hydroxizine) from july 2017 to july 2018, hydroxyzine from december 2016 to december 2017, ondansetron hydrochloride (ondansetron hcl) in 2008, prazosin hydrochloride (prazosin hcl) from august 2015 to august 2016, promethazine from september 2016 to october 2016, sertraline hydrochloride (sertraline hcl) from february 2013 to february 2014, sumatriptan succinate (imitrex) from october 2012 to december 2012, sumatriptan succinate from september 2016 to september 2017, trazodone hydrochloride (trazodone hcl) from september 2016 to september 2017, venlafaxine from march 2014 to march 2015, verapamil hydrochloride (verapamil hcl) from september 2016 to september 2017 and verapamil17-mar-2017 to march 2018. In 2009, the patient had essure inserted. In january 2011, the patient experienced vaginal discharge ("vaginal discharge"). In june 2011, the patient experienced dyspareunia ("painful intercourse dyspareunia(painful sexual intercourse)"). In july 2011, the patient experienced rash ("rashes or skin conditions- type rashes-nose, eyebrows, scalp, elbows"), urinary tract infection ("infection (bladder/urinary tract/vaginal) - recurring uti infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), genital haemorrhage (seriousness criterion medically significant), seborrhoeic dermatitis ("rashes or skin conditions - rashes, seborrheic dermatitis, scarring,skin and feet peeling"), migraine ("migraines"), headache ("headaches"), scar ("rashes or skin conditions - rashes, seborrheic dermatitis, scarring,skin and feet peeling") and skin exfoliation ("rashes or skin conditions - rashes, seborrheic dermatitis, scarring,skin and feet peeling"). In august 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture (seriousness criterion medically significant), depression ("psychological or psychiatric problems - depression, anxiety,adjustment disorder"), anxiety ("psychological or psychiatric problems - depression, anxiety"), feeling abnormal ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), confusional state ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), disturbance in attention ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), impaired reasoning ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of fatigue ("fatigue"), tooth loss ("dental problems-teeth crumbling and falling out, all fillings have fallen out"), dental restoration failure ("dental problems-teeth crumbling and falling out, all fillings have fallen out"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), adjustment disorder ("psychological or psychiatric problems - depression, anxiety,adjustment disorder") and back pain ("back pain"). In november 2011, the patient was found to have the first episode of weight increased ("weight gain/loss (specify which one )gain weight 327 lbs ;weight gain") and experienced alopecia ("hair loss"), myopia ("vision /eye problems-type:nearsightedness and astigmatism") and astigmatism ("vision /eye problems-type: nearsightedness and astigmatism"). In august 2012, the patient experienced pruritus ("itching"), urinary incontinence ("bladder or urinary problems or changes;urinary incontinence") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ acid reflux and hair loss"). In march 2016, the patient was found to have weight decreased ("weight gain/loss (specify which one )loss weight 138 lbs;weight loss"). In november 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced the second episode of fatigue ("fatigue"), abdominal pain lower ("cramping"), menorrhagia ("abnormal and excessive bleeding during menstruation\ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bile duct obstruction (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), ocular icterus ("my eyes were yellow"), pyrexia ("fever"), constipation ("no bowel movement") and vomiting ("vomiting"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have the second episode of weight increased ("weight gain"). The patient was treated with aloe vera (aloe butter), avena sativa (aveno), avena sativa (oatmeal), cefixime (flexeril), diphenhydramine hydrochloride, esomeprazole, ibuprofen (motrin), miconazole, ondansetron (zofran), paracetamol (tylenol), paracetamol;promethazine hydrochloride (phenargan plus), topiramate, zolpidem tartrate (ambien), surgery (hysterectomy with bilateral salpingectomy, gallbladder removal and surgery to unblock bile duct) and root canal fillings. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, alopecia, menorrhagia, dyspareunia, vaginal haemorrhage, female sexual dysfunction, genital haemorrhage, seborrhoeic dermatitis, feeling abnormal, confusional state, disturbance in attention, impaired reasoning, dysmenorrhoea, abdominal pain, vulvovaginal pain, scar, skin exfoliation, weight decreased and back pain had resolved, the tooth fracture, abdominal pain lower, rash, depression, cholecystectomy, bile duct obstruction, intra-abdominal haemorrhage, anxiety, urinary incontinence, headache, vaginal discharge, the last episode of weight increased, gastrooesophageal reflux disease, tooth loss, dental restoration failure, myopia, astigmatism, adjustment disorder, ocular icterus, pyrexia, constipation and vomiting outcome was unknown and the nausea, the last episode of fatigue, pruritus, urinary tract infection, migraine and allergy to metals was resolving. The reporter considered abdominal pain, abdominal pain lower, adjustment disorder, allergy to metals, alopecia, anxiety, astigmatism, back pain, bile duct obstruction, cholecystectomy, confusional state, constipation, dental restoration failure, depression, disturbance in attention, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, impaired reasoning, intra-abdominal haemorrhage, menorrhagia, migraine, myopia, nausea, ocular icterus, pelvic pain, pruritus, pyrexia, rash, scar, seborrhoeic dermatitis, skin exfoliation, tooth fracture, tooth loss, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal pain, weight decreased, the first episode of fatigue, the first episode of weight increased, the second episode of fatigue and the second episode of weight increased to be related to essure. The reporter commented: discremptency: date(s) of insertion: (B)(6) 2011,2009. Date(s) of removal: (B)(6) 2018,(B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Confirmed essure in place.. Concerning the injuries reported in this case, the following ones were described in social media record : yellow eyes, fever, vomiting, no bowel movement, abdominal bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr+social media received: reporters were added. Patient's demographic was added. Lot no. Was added. New events -vaginal bleeding, abnormal bleeding(general), recurring uti infections, apareunia, depression, anxiety, seborrheic dermatitis, urinary incontinence, migraines, headaches, adjustment disorder, scarring, skin and feet peeling, nausea,dental problems teeth crumbling,teeth falling out/all fillings have fallen out, brain fog, confusion, difficulty focusing ,making decisions, nickel allergy, dysmenorrhea, gallbladder removed , duct blocked; weight loss(138 lbs), my eyes were yellow, fever, no bowel movement, abdomen bleeding, vomiting, vagina pain, back pain, abdomen pain, vaginal discharge,nearsightedness, astigmatism, fatigue, acid reflux were added. Outcomes were added. Concomitant drugs & treatment drugs were added. Concomitant conditions were added. Lab tests was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\pelvic pain'), cholecystectomy ('surgery (other) ¿ gallbladder removed and duct blocked'), intra-abdominal haemorrhage ('abdomen bleeding'), biliary obstruction ('surgery (other) ¿ gallbladder removed and duct blocked'), genital haemorrhage ('abnormal bleeding(general)\excessive bleeding') and tooth fracture ('dental problems-teeth crumbling and falling out, all fillings have fallen out') in a 39-year-old female patient who had essure (batch no. 664592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included dizziness, fainting, panic attacks, muscle weakness upper limb, neck pain, muscle spasm, menses irregular, right upper quadrant pain and cholelithiasis. Concomitant products included esomeprazole sodium (nexium) since (B)(6) 2012 for acid reflux (oesophageal) as well as alprazolam from (B)(6) 2017, ambroxol acefyllinate (brace) since (B)(6) 2015, azithromycin from (B)(6) 2016, citalopram hydrobromide from (B)(6) 2016 to (B)(6) 2017, clonazepam from (B)(6) 2012 to (B)(6) 2015, cyclobenzaprine hydrochloride (cyclobenzaprine hcl) from (B)(6) 2017 to (B)(6) 2018, doxepin hydrochloride (doxepin hcl) from (B)(6) 2014 to (B)(6) 2015, escitalopram oxalate from (B)(6) 2015 to (B)(6) 2016, ferrous gluconate from (B)(6) 2017 to (B)(6) 2018, fluoxetine from (B)(6) 2017 to (B)(6) 2018, gabapentin from (B)(6) 2017 to (B)(6) 2018, hydrochlorothiazide from (B)(6) 2012, hydroxyzine hydrochloride (hydroxizine) from (B)(6) 2017 to (B)(6) 2018, hydroxyzine from (B)(6) 2016 to (B)(6) 2017, ondansetron hydrochloride (ondansetron hcl) in 2008, prazosin hydrochloride (prazosin hcl) from (B)(6) 2015 to (B)(6) 2016, promethazine from (B)(6) 2016, sertraline hydrochloride (sertraline hcl) from (B)(6) 2013 to (B)(6) 2014, sumatriptan succinate (imitrex) from (B)(6) 2012, sumatriptan succinate from (B)(6) 2016 to (B)(6) 2017, trazodone hydrochloride (trazodone hcl) from (B)(6) 2016 to (B)(6) 2017, venlafaxine from (B)(6) 2014 to (B)(6) 2015, verapamil hydrochloride (verapamil hcl) from (B)(6) 2016 to (B)(6) 2017 and verapamil (B)(6) 2017 to (B)(6) 2018. In 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse dyspareunia(painful sexual intercourse)"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rashes or skin conditions- type rashes-nose, eyebrows, scalp, elbows"), urinary tract infection ("infection (bladder/urinary tract/vaginal) - recurring uti infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), seborrhoeic dermatitis ("rashes or skin conditions - rashes, seborrheic dermatitis, scarring,skin and feet peeling"), scar ("rashes or skin conditions - rashes, seborrheic dermatitis, scarring,skin and feet peeling"), skin exfoliation ("rashes or skin conditions - rashes, seborrheic dermatitis, scarring,skin and feet peeling"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture (seriousness criterion medically significant), dental restoration failure ("dental problems-teeth crumbling and falling out, all fillings have fallen out"), tooth loss ("dental problems-teeth crumbling and falling out, all fillings have fallen out"), depression ("psychological or psychiatric problems - depression, anxiety,adjustment disorder"), adjustment disorder ("psychological or psychiatric problems - depression, anxiety,adjustment disorder"), anxiety ("psychological or psychiatric problems - depression, anxiety"), feeling abnormal ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), confusional state ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), disturbance in attention ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), impaired reasoning ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and back pain ("back pain"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/loss (specify which one )gain weight 327 lbs ;weight gain") and experienced alopecia ("hair loss"), myopia ("vision /eye problems-type:nearsightedness and astigmatism") and astigmatism ("vision /eye problems-type: nearsightedness and astigmatism"). In (B)(6) 2012, the patient experienced pruritus ("itching"), urinary incontinence ("bladder or urinary problems or changes;urinary incontinence") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ acid reflux and hair loss"). In (B)(6) 2016, the patient was found to have weight decreased ("weight gain/loss (specify which one )loss weight 138 lbs;weight loss"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced intra-abdominal haemorrhage (seriousness criterion medically significant), biliary obstruction (seriousness criterion medically significant), abdominal pain lower ("cramping"), heavy menstrual bleeding ("abnormal and excessive bleeding during menstruation\ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), ocular icterus ("my eyes were yellow"), pyrexia ("fever"), constipation ("no bowel movement"), vomiting ("vomiting") and amnesia ("anyone experience memory loss? Short or long: yes"). The patient was treated with aloe vera (aloe butter), antibiotics, avena sativa (aveno), avena sativa (oatmeal), cefixime (flexeril), diphenhydramine hydrochloride, esomeprazole, ibuprofen (motrin), miconazole, ondansetron (zofran), paracetamol (tylenol), paracetamol;promethazine hydrochloride (phenargan plus), topiramate, zolpidem tartrate (ambien), surgery (hysterectomy with bilateral salpingectomy, gallbladder removal and surgery to unblock bile duct) and root canal fillings. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, alopecia, heavy menstrual bleeding, dyspareunia, vaginal haemorrhage, female sexual dysfunction, seborrhoeic dermatitis, scar, skin exfoliation, feeling abnormal, confusional state, disturbance in attention, impaired reasoning, dysmenorrhoea, abdominal pain, vulvovaginal pain, weight decreased and back pain had resolved, the cholecystectomy, intra-abdominal haemorrhage, biliary obstruction, tooth fracture, dental restoration failure, tooth loss, abdominal pain lower, rash, depression, adjustment disorder, anxiety, urinary incontinence, headache, vaginal discharge, gastrooesophageal reflux disease, myopia, astigmatism, ocular icterus, pyrexia, constipation, vomiting and amnesia outcome was unknown and the nausea, pruritus, urinary tract infection, migraine, allergy to metals and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, adjustment disorder, allergy to metals, alopecia, amnesia, anxiety, astigmatism, back pain, biliary obstruction, cholecystectomy, confusional state, constipation, dental restoration failure, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, heavy menstrual bleeding, impaired reasoning, intra-abdominal haemorrhage, migraine, myopia, nausea, ocular icterus, pelvic pain, pruritus, pyrexia, rash, scar, seborrhoeic dermatitis, skin exfoliation, tooth fracture, tooth loss, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy: date(s) of insertion: (B)(6) 2011, 2009. Date(s) of removal: (B)(6) 2018, (B)(6) 2017. Concomitant drug includes midrim diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Confirmed essure in place.. Ultrasound scan - on (B)(6) 2012: imaging-ultra sound / right upper quad: indication(s): right upper quadrant pain there are multiple small gallstones in the gallbladder lumen. There is no gallbladder wall thickening or pericholecystic edema. The common bile duct measures 5 mm. The gallbladder wall thickening is 1.7 mm. Impression: cholelithiasis.. Concerning the injuries reported in this case, the following ones were described via social media: ocular icterus, pyrexia, vomiting, constipation, intra-abdominal haemorrhage and amnesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received. Reporter information and event:"anyone experience memory loss? Short or long: yes" added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\pelvic pain'), cholecystectomy ('surgery (other) ¿ gallbladder removed and duct blocked'), intra-abdominal haemorrhage ('abdomen bleeding'), biliary obstruction ('surgery (other) ¿ gallbladder removed and duct blocked'), genital haemorrhage ('abnormal bleeding(general)\excessive bleeding') and tooth fracture ('dental problems-teeth crumbling and falling out, all fillings have fallen out') in a 39-year-old female patient who had essure (batch no. 664592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included dizziness, fainting, panic attacks, muscle weakness upper limb, neck pain, muscle spasm, menses irregular, right upper quadrant pain and cholelithiasis. Concomitant products included esomeprazole sodium (nexium) since (B)(6) 2012 for acid reflux (oesophageal) as well as alprazolam from (B)(6) 2017 to (B)(6) 2017, ambroxol acefyllinate (brace) since (B)(6) 2015, azithromycin from (B)(6) 2016 to (B)(6) 2016, citalopram hydrobromide from (B)(6) 2016 to (B)(6) 2017, clonazepam from (B)(6) 2012 to (B)(6) 2015, cyclobenzaprine hydrochloride (cyclobenzaprine hcl) from (B)(6) 2017 to (B)(6) 2018, doxepin hydrochloride (doxepin hcl) from (B)(6) 2014 to (B)(6) 2015, escitalopram oxalate from (B)(6) 2015 to (B)(6) 2016, ferrous gluconate from (B)(6) 2017 to (B)(6) 2018, fluoxetine from (B)(6) 2017 to (B)(6) 2018, gabapentin from (B)(6) 2017 to (B)(6) 2018, hydrochlorothiazide from (B)(6) 2012 to (B)(6) 2012, hydroxyzine hydrochloride (hydroxizine) from (B)(6) 2017 to (B)(6) 2018, hydroxyzine from (B)(6) 2016 to (B)(6) 2017, ondansetron hydrochloride (ondansetron hcl) in 2008, prazosin hydrochloride (prazosin hcl) from (B)(6) 2015 to (B)(6) 2016, promethazine from (B)(6) 2016 to (B)(6) 2016, sertraline hydrochloride (sertraline hcl) from (B)(6) 2013 to (B)(6) 2014, sumatriptan succinate (imitrex) from (B)(6) 2012 to (B)(6) 2012, sumatriptan succinate from (B)(6) 2016 to (B)(6) 2017, trazodone hydrochloride (trazodone hcl) from (B)(6) 2016 to (B)(6) 2017, venlafaxine from (B)(6) 2014 to (B)(6) 2015, verapamil hydrochloride (verapamil hcl) from (B)(6) 2016 to (B)(6) 2017 and verapamil (B)(6) 2017 to (B)(6) 2018. In 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse dyspareunia(painful sexual intercourse)"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("rashes or skin conditions- type rashes-nose, eyebrows, scalp, elbows"), urinary tract infection ("infection (bladder/urinary tract/vaginal) - recurring uti infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), seborrhoeic dermatitis ("rashes or skin conditions - rashes, seborrheic dermatitis, scarring,skin and feet peeling"), scar ("rashes or skin conditions - rashes, seborrheic dermatitis, scarring,skin and feet peeling"), skin exfoliation ("rashes or skin conditions - rashes, seborrheic dermatitis, scarring,skin and feet peeling"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture (seriousness criterion medically significant), dental restoration failure ("dental problems-teeth crumbling and falling out, all fillings have fallen out"), tooth loss ("dental problems-teeth crumbling and falling out, all fillings have fallen out"), depression ("psychological or psychiatric problems - depression, anxiety,adjustment disorder"), adjustment disorder ("psychological or psychiatric problems - depression, anxiety,adjustment disorder"), anxiety ("psychological or psychiatric problems - depression, anxiety"), feeling abnormal ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), confusional state ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), disturbance in attention ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), impaired reasoning ("neurological conditions or problems - brain fog, confusion, difficulty focusing and making decisions"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and back pain ("back pain"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/loss (specify which one )gain weight 327 lbs ;weight gain") and experienced alopecia ("hair loss"), myopia ("vision /eye problems-type:nearsightedness and astigmatism") and astigmatism ("vision /eye problems-type: nearsightedness and astigmatism"). In (B)(6) 2012, the patient experienced pruritus ("itching"), urinary incontinence ("bladder or urinary problems or changes;urinary incontinence") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition ¿ acid reflux and hair loss"). In (B)(6) 2016, the patient was found to have weight decreased ("weight gain/loss (specify which one )loss weight 138 lbs;weight loss"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced intra-abdominal haemorrhage (seriousness criterion medically significant), biliary obstruction (seriousness criterion medically significant), abdominal pain lower ("cramping"), heavy menstrual bleeding ("abnormal and excessive bleeding during menstruation\ menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), ocular icterus ("my eyes were yellow"), pyrexia ("fever"), constipation ("no bowel movement"), vomiting ("vomiting") and amnesia ("anyone experience memory loss? Short or long: yes"). The patient was treated with aloe vera (aloe butter), antibiotics, avena sativa (aveno), avena sativa (oatmeal), cefixime (flexeril), diphenhydramine hydrochloride, esomeprazole, ibuprofen (motrin), miconazole, ondansetron (zofran), paracetamol (tylenol), paracetamol;promethazine hydrochloride (phenargan plus), topiramate, zolpidem tartrate (ambien), surgery (hysterectomy with bilateral salpingectomy, gallbladder removal and surgery to unblock bile duct) and root canal fillings. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, alopecia, heavy menstrual bleeding, dyspareunia, vaginal haemorrhage, female sexual dysfunction, seborrhoeic dermatitis, scar, skin exfoliation, feeling abnormal, confusional state, disturbance in attention, impaired reasoning, dysmenorrhoea, abdominal pain, vulvovaginal pain, weight decreased and back pain had resolved, the cholecystectomy, intra-abdominal haemorrhage, biliary obstruction, tooth fracture, dental restoration failure, tooth loss, abdominal pain lower, rash, depression, adjustment disorder, anxiety, urinary incontinence, headache, vaginal discharge, gastrooesophageal reflux disease, myopia, astigmatism, ocular icterus, pyrexia, constipation, vomiting and amnesia outcome was unknown and the nausea, pruritus, urinary tract infection, migraine, allergy to metals and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, adjustment disorder, allergy to metals, alopecia, amnesia, anxiety, astigmatism, back pain, biliary obstruction, cholecystectomy, confusional state, constipation, dental restoration failure, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, heavy menstrual bleeding, impaired reasoning, intra-abdominal haemorrhage, migraine, myopia, nausea, ocular icterus, pelvic pain, pruritus, pyrexia, rash, scar, seborrhoeic dermatitis, skin exfoliation, tooth fracture, tooth loss, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy: date(s) of insertion: (B)(6) 2011, 2009. Date(s) of removal: (B)(6) 2018, (B)(6) 2017. Concomitant drug includes midrim. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Confirmed essure in place. Ultrasound scan - on (B)(6) 2012: imaging-ultra sound / right upper quad: indication(s): right upper quadrant pain there are multiple small gallstones in the gallbladder lumen. There is no gallbladder wall thickening or pericholecystic edema. The common bile duct measures 5 mm. The gallbladder wall thickening is 1.7 mm. Impression: cholelithiasis. Concerning the injuries reported in this case, the following ones were described via social media: ocular icterus, pyrexia, vomiting, constipation, intra-abdominal haemorrhage and amnesia. Lot number: 664592, manufacture date: 2009-08, and expiration date: 2012-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.